Event description:
An attempt was made to deploy a 3.0mm diameter x 15mm length driver rapid exchange (rx) coronary stent in a patient. The target lesion located in the lm, was described as highly calcified with 95% stenosis and was pre dilated. It was reported that prior to this several attempts were made to deploy other stents but all this attempts failed due to the high calcified vessel. However, it was reported that, after crossing the lesion, when the balloon of relevant device was inflated to 22-23 atms, ruptured. It was reported that the physician was unable to remove the device from the pt therefore, the pt was sent for surgical procedure for removal. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval results: (high calcification, stenosis). (Balloon inflated to pressure above rated burst pressure).